Manufacturer narrative:
The pusher and stent were returned for analysis. A new microcatheter and introducer were used, as the originals were not returned. Upon initial investigation, there did not appear to be any damage to the stent. The stent was reloaded back into the introducer and deployed out of the microcatheter without any friction. After the distal end of the stent was deployed, the stent was retrieved back into the microcatheter without any issues. Based upon the investigation findings, the reported complaint was unable to be confirmed, as the stent was able to be retrieved back within the microcatheter when the distal end was deployed and re-deployed properly. The root cause for the stent not being able to be retrieved may have been due to tortuous anatomy, which could result in difficulty in retrieving the stent; however, the device operated as intended and within specifications.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not been returned to the manufacturer for analysis.

Event description:
It was reported that during treatment of a right-side, saccular anterior cerebral artery aneurysm, the lvis stent could not be placed at the intended treatment site. During an attempt to reposition the stent, the stent was unable to be pulled back into the microcatheter. The stent was removed together with the microcatheter. There was no reported injury and the patient's condition was reported to be good.